Event description:
A pt who underwent closure of a pfo via a cardioseal implantation in 2002 demonstrated during an echo follow up significant residual shunting with valsalva. The pt was presented with the option of medication therapy vs surgical closure of the pfo. The pt opted for surgical closure. The procedure was performed in 2003.